Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, it was determined that the b30 error malfunction was attributed to dust, water droplets or debris adhering to the electrical contacts of the scope connector. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: regarding the b30 scope communication error; before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
No device was returned as the customer cleaned the scope socket and there was no other issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During inspection prior to use, the evis exera iii xenon light source displayed a b30 scope communication error when plugging in the endoscope (not specified). Subsequently, the scope socket was cleaned and the intended diagnostic procedure was completed without issue. There have been no further b30 errors. No adverse outcome to the patient.